Event description:
Meter was reading inaccurately low. The pt obtained results of 200 and 210 mg/dl on the reported meter after feeling dizzy. Results of 250 and 260 mg/dl were obtained on the dr's meter within 20 minutes. Comparison of the meter results to other meter results is not a valid accuracy comparison. The pt was given oral medication; the type and dose were not provided. Results on the reported meter and dr's meter were elevated and within a range of 200 to 260 mg/dl. There is no indication that the pt experienced injury and medical intervention due to the product. The meter would not operate when the customer care representative attempted to walk the pt through control solution and blood tests. As the meter function froze during troubleshooting, there is an indication that the product malfunctioned and that the event meets the criteria for a medial device reportable. The meter, test strips, and control solution were replaced.